Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (B)(4) as an aortic aneurysm repair. Prior to the implantation of the devices, axillary-axillary artery bypass surgery was performed. No endoleak was shown on the final angiography. On (B)(6) 2010, the patient was discharged. The aneurysm was measured 50mm. On (B)(6) 2010, in six-month follow-up study, the aneurysm was measured 50mm. On (B)(6) 2011, in one-year follow-up study, type ii endoleak was found. The physician elected to monitor the patient. The aneurysm was measured 50mm. On (B)(6) 2012, in two-year follow-up study, it was revealed the diameter of the aortic arch aneurysm had enlarged to 55mm. On (B)(6) 2012, in three-year follow-up study, the proximal type I endoleak was found. The physician elected to do an additional procedure and a gore® tag® thoracic endoprosthesis (B)(4) was implanted. The aneurysm was measured 55mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.